Manufacturer narrative:
Results: the proximal pet lock is in place and unbroken. Approximately 5 cm from the proximal end of the pull-wire there is a break in the hypo-tube surrounding the pull wire. The break in the hypo tube renders the coil-pusher assembly non-functional. Conclusion: the bend noted in the complaint is a break in the tube structure surrounding and supporting the pull wire. Without the hypo tube being intact any tension on the pull wire proximal of the break could cause the coil to release. The cause of the break appears to be a bend that fatigued the metal. The source of the bend is unknown but may have occurred due to improper removal of the coil from the packaging hoop. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00263.

Manufacturer narrative:
Conclusion code: aneurysm rupture is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Other text : device not saved.

Event description:
The first 5x9 coil was removed from packaging and physician noticed pusher was bent. The coil was not used to treat the patient. When placing the second 5x9 coil, the physician was using a 6f envoy guide catheter. The catheter was not providing enough support and there was instability in both the mirocatheter and guide catheter when attempting to place and advance the coil. The guide catheter kept backing out. Finally, after much manipulation, the physician got the catheters placed and advanced the coil. A small leak was then noted but there was no patient issue and the case was completed successfully with four additional penumbra coils. The physician was unsure what caused the leak but likely due to multiple catheter movements when trying to stabilize the guide and micro-catheters.